Event description:
Customer states that pump will run for about 10 seconds, the display will indicate it is running but the noise of the wheel turning will not be audible and nothing will be dispensed. Rate, dose, and food are 62 ml/hr, inf, and vivonex pediatric.

Manufacturer narrative:
All alarms have been checked and worked properly (no flow in, no flow out, load set, no food and shut door alarm). Alarm dose done works correctly. Allows pump to run over night using customer pump setting (rate 62 ml/hr, dose 3000 ml). Pump works correctly. Motor is running smoothly w/o any errors or incident. Customer complaint could not be duplicated, pump works correctly, delivery proper amount of fluid.